Manufacturer narrative:
The sample was returned, however, the investigation was not complete at the time of this report. A follow-up report will be submitted with investigation results.

Event description:
It was reported that "the laser tube kinked/broke during the intubation, hyperventilation occurred, saturation went down, and the patient was reintubated with a standard et tube." The current condition of the patient is unknown.